Manufacturer narrative:
Batch review performed on 19 february 2020: lot 123307: (B)(4) items manufactured and released on 26-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in reporting of pain due to a potted stem. The cause of the potted stem is unknown. The surgeon revised the liner and stem 7 years after primary. The surgery was completed successfully.